Event description:
It was reported that during a lead revision (documented in related manufacturer report: 1627487-2024-07611, 1627487-2024-07612) the physician damaged one of the patient's lead while removing it from the patient's drg ipg. The contact end of the lead was left in the patient, so the physician made an incision to obtain the remaining portion of the lead, and successfully explanted all components of lead.

Manufacturer narrative:
The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) , batch: 9036316. A case of damaged lead was reported to abbott. The damage happened when the surgeon pulled on the lead to explant it. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted lead.